Manufacturer narrative:
Device was deemed beyond repair and scrapped. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, review of an astral device data logs revealed internal battery degraded warning alarms. There was no patient harm or serious injury reported as a result of this incident.